Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, it was documented that screen is shattered. The technician was unable to complete pre-eval and could not enter device hours at eval tool due to device issue. The device's screen will need to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.